Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the atrial septal puncture a nrg transseptal needle and sureflex steerable guiding sheath were selected for use. It was reported that the roof part of the right atrium was damaged, resulting in cardiac tamponade. Pericardiocentesis was performed under echo guide, however, the bleeding did not stop. The patient was transferred to another hospital. It was suspected that the damage noted in the right atrium was due to the radiofrequency transseptal needle, but it was not confirmed. When routine left atrial angiography was performed, it was found out that cardiac tamponade occurred due to contrast media accumulating in the pericardium and not in the left atrium.